Event description:
It was reported that the physician was attempting to use a complete se stent to treat a severely calcified and slightly tortuous sfa lesion at the opening of the sfa exhibiting severe stenosis. No issues were noted during inspection prior to use. During the operation, the lesion was pre-dilated with a 5x4 balloon . No resistance was encountered during delivery and the device did not pass through a previously deployed stent. It was reported that the device was kept straight and the handle fixed during attempted deployment. The stent could not deploy. Difficulty was noted during device removal. The stent was removed from patient together with the delivery system and did not cause harm to the vessel, surgical intervention was not required. The physician replaced it with another stent to complete the operation. No patient injury reported as a result of the event.

Manufacturer narrative:
Product analysis: a number of distal segments were exposed distal to the retractable sheath tip. The stent segments were positioned distal to the distal inner member marker. The red safety clip was not present on the handle. There was no gap visible between the blue slider and front grip. Review of the inner member confirmed that no detachment had occurred which could have resulted in the stent deployment. A protective sheath with dimensions similar to that used during the manufacture of this batch could not be placed back over the returned stent due to the exposed distal struts. No resistance was noted when advancing a 0.035 inch guidewire along the inner lumen.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.